Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the incident description for more information regarding the specific circumstances of this event. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device was not returned, therefore no physical analysis was completed. The reported observations are consistent with the device design.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. Device data was sent to rhythmcare for review. Data review determined the patient underwent an unrelated procedure and the magnet application was the cause of the recorded alert. This device remains in service. No adverse patient effects were reported.